Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to obtain a device history record, as there are no serial number on hearing aid domes. Clinical conclusion: it has been reported that a hearing aid dome fell off inside the user's ear. The user thought that it had simply fallen off, and did not know it was in his ear canal, therefore, he replaced the dome and continued using the hearing aid, resulting in the detached dome being pushed further inside the ear canal. User states that it is due to loss of elasticity in the dome over time. There was no harm following the incident, and the user did not contact their audiologist or any health care professionals. Clinical conclusion is that the detached dome has not caused harm to the user. Clinical evaluation according to the clinical evaluation plan: the clinical evaluation for the device family does evaluate domes coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register device investigation concluded: it has not been possible to investigate the affected dome, as it has not been returned to the manufacturer. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It has been reported that a hearing aid dome fell off inside the user's ear. User states that he did not realize that the dome remained in his ear and thought it was simply lost. User reports attaching a new dome and placing it in the ear which resulted in pushing the previous dome further in the ear canal. User states that it is due to loss of elasticity in the dome over time. There was no harm following the incident, and the user did not contact their audiologist or any health care professionals. No further follow up is available or expected.